Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, foreign material was found stuck inside the biopsy channel, part of the forceps valve. In addition, endoscopy accessories fell on the suction channel. The evaluation stated that chemical liquid remains was found inside the channel which was due to insufficient or incorrect reprocessing of the scope. Further evaluation of the returned device found the following defects: distal end light guide cover lens chipped, distal end c-cover cracked, a-rubber glue chipped, and distal end biopsy channel had foreign materials. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope had foreign object stuck in the device. Upon inspection and testing of the customer return device, foreign material was found stuck inside the biopsy channel. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The following were presumed as causes of the suggested phenomenon: the reprocessing method by the user facility was different from the one recommended by the instructions for use (IFU). Staff at the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the IFU. The IFU provides the following warning against suctioning solid matter: "if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Users can detect presence of foreign material inside biopsy channel before procedure and prevent the suggested event by handling the device in accordance with the following IFU (operation manual). "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." The IFU reprocessing manual states the following regarding precleaning the endoscope and accessories immediately after a procedure: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.